Event description:
A consumer reported that during the grade 2 of a surgery, there was no irrigation and aspiration. As result of the event the patient had a corneal burn. The event was described by the reporter as white magma diffusion all the way to the cornea. When they changed to grade 3, everything returned to normal and the surgery was finished without any further issue. There was no sound alert or occlusion during the first phase which lasted 2 minutes maximum. Additional information was received from the surgeon. During the event, there was occlusion and insufficient irrigation, but no occlusion alarm sound. The event lasted only the first seconds of the pre-phaco and sculpt phases. The patient was hospitalized one night as result of the event and 2 stitches were required. The thermal burn resulted in wound leakage. There was not anterior chamber shallow/collapse. There was corneal endothelial touch/damage, intraoperative hypotony, iris damage and corneal opacity. The sutures resulted in post-operative irregular astigmatism that was not measurable at day 15 (radial folds). There was also intermittent seidel. The corneal opacity resulted in equal or more than 2 line decrease in bcva compared to baseline. The patient will have a surgery revision for sutures due to intermittent seidel. Additional information was received from the facility. This patient was the seventh patient of the day. The affected eye was the right eye. The facility respected the viscoelastic delay at room temperature prior to surgeries. The viscoelastic was at room temperature when used. The bss was not cold. The surgeon added some viscoelastic prior to sculpt step as the eye was complicated to operate. The surgeon had the intelligent phaco function deactivated for sculpture. During the surgery, the patient´s eye level versus the cassette level was the same. The sound intensity of the occlusion alarm is set very low on the machine. The surgeon did not hear any occlusion alarm. The facility examined the handpiece used for the surgery and did not seem occluded. Facility did not recently change their cleaning and sterilization procedure. This is one of seven reports being filled for this facility. This is one of two reports being filled for this patient. This report is for viscoelastic and the first patient with corneal burn.

Manufacturer narrative:
Evaluation summary: all batches are released according to the required specifications; all chemical and microbiological testing results were within specification for this batch. The root cause is inconclusive. (B)(4).